Manufacturer narrative:
Unit received with broken glass causing partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer dropped pump and cracked display. Customer's blood glucose was unknown. Insulin pump will be returned for analysis.